Event description:
It was reported that the patient experienced recurring incontinence after they were unable to reactivate their artificial urinary sphincter (aus) following a cystoscopy. The patient referenced the instructions for use and tried troubleshooting procedures to no avail. The patient was subsequently contacted by patient liaison and provided with reactivation instructions. The patient was also given a reference list of prosthetic urology specialist in their area. The patient indicated that they would contact patient liaison if they encountered further issues.